Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/27/2015 - ppd with medical records received. Dor corrected. Upon revision, brownish fluid, tissue damage, a reactive pseudocapsule, and scarring were noted. The sleeve and stem are being added to the complaint. The stem remained in situ. This complaint was updated on 05/12/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)depuy still considers this investigation closed.

Event description:
Update rec'd 07/30/2014 - pfs was received, which identified doi and dor information. Part/lot were identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 08/05/2014.

Event description:
Litigation alleges pain, elevated metal ion levels and metallosis.